Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture (B)(4).

Event description:
It was reported that a female patient who underwent an unspecified breast augmentation with 375cc mentor memorygel breast implant on one side, and a 375cc unknown mentor gel breast implant on the contralateral side, has experienced bilateral rupture of implants postoperatively, confirmed by a surgeon. As a result, the patient underwent explantation and replacement with unspecified mentor gel breast implants on (B)(6) 2020. This medwatch report is for the first of two implants.